Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion breaching the outer insulation was noted at 12.0 cm to 12.7 cm and 12.9 cm to 13.2 cm from the connector pin consistent with friction to device can.

Event description:
This report is to advise of an event observed during analysis.